Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The user reported: patient was intubated. During intubation and shortly thereafter stable situation, connected to the ventilator babylog, setting: simv mode, 20 pinsp. 8 peep, 60 rr. For a short time ventilation without problems. Suddenly, the child was bradycardic, spo2 saturation low and the device showed apnea ventilation (peak pressure 40 and respiratory rate 40). Change of settings on the device unsuccessful, after device change (in the meantime ventilation with ambu-bag) ventilation without problems. The user reported the following outcome to the patient: pneumothorax. Significantly increased spo2 demand. Co2 up to about 14 mmhg. Stabilization of cardiovascular system with infusions and medications.

Manufacturer narrative:
The affected device was subjected to a complete functional test according to specification on site by the technician during the repair, during which there was no indication of a malfunction. The logbook was provided to the manufacturer for a detailed analysis. The logbook entries were used to reconstruct the device behavior on (B)(6) 2019 as follows. At 2:27 a.m., patient ventilation was started in pc-cmv ventilation mode and niv application mode without performing a breathing hose check. The last breathing hose check was performed on (B)(6) 2019. Subsequently, ventilation was performed without any problems and at 9:46 a.m. The application mode was changed to tube. Immediately after the switch, ventilation-related alarms such as "mv low", "leakage" and "respiratory rate high" were generated by the device. The fact that these alarms were silenced by pressing the audio pause button indicates that a user was present. After changing the ventilation settings at 9:49 a.m., ventilation-related alarms such as "vt low", "mv low", "leakage" and "disconnected?" Were still generated. At no time is there an indication of a device malfunction in the logbook. The alarms generated indicate a problem with the breathing hose system, which correlates with the missing breathing hose check on the day of the event. The device has optically and acoustically alarmed this situation as specified. Based on the investigation result, there is no indication of device malfunction.

Event description:
Please refer to the initial report.